Event description:
The patient was a (B)(6) male. The target lesion was proximal rca. The lesion was an isr of cypher bx (3.0/28mm: lot number unknown) which implanted at unknown hospital on unknown date. The vessel was moderately tortuous but was not calcified. There was 99% stenosis. At an unknown date, treatment for the proximal to distal rca was conducted. Two cypher bx (both 3.0/28mm: one of the products was the 1st complaint product) were implanted, overlapping each other. On (B)(6) 2010, cag was conducted and focal restenosis at the distal portion of the proximally implanted cypher bx at proximal rca. Treatment for the restenosis was conducted. A gw (whisper) crossed the lesion and pre-dilation was conducted with a bc (tazuna: 2.0/15mm) at 14atm for 15sec twice. A cypher select+ (2.5/23mm: the 2nd complaint product) was delivered to the target lesion, but it became stuck inside of the cypher bx stent. When the physician applied pushing force to get through the cypher select+, the proximal edge of the stent of the cypher select+ was confirmed to be uplifted. Therefore, the cypher select+ was retrieved from the patient, but the physician confirmed that only sds of the cypher select+ was removed from the patient and the stent was observed to be dislodged in the proximal rca under cag. The physician could not remove the dislodged stent and so poba was conducted and the stent was implanted at the proximal rca. The procedure was safely finished. The product was clinically used and the sds will be returned for analysis. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Guiding catheter: launcher 6f, balloon catheter: tazuna 2.0/15mm, hiryu 3.0/6mmthe product has been received for evaluation. However, the engineering analysis is not yet complete.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from an affiliate indicated that a patient experienced restenosis after having coronary artery stents implanted and during treatment of the restenosis the treatment stent dislodged. The patient's medical history is unknown as well as the indication for the procedures. The target lesion was the proximal right coronary artery (rca). The lesion was described as a restenosis of two previously implanted cypher stents. No other vessel/lesion characteristics are known. The lesion was pre-dilated followed by the delivery of a 2.5mm x 23mm cypher select plus stent. The delivery stent became stuck onside the previously implanted stent and when the physician applied force to push the stent through, the proximal edge of the stent was confirmed to have proximal strut up-lift. Therefore, the cypher select+ was retrieved from the patient, but the physician confirmed that only sds of the cypher select+ was removed from the patient and the stent was observed to be dislodged in the proximal rca, seen under angiography. The physician could not remove the dislodged stent because the guide wire came out and so the stent was ballooned to the wall of the artery. The stent did not cover the lesion and so the procedure was completed with balloon angioplasty only. The procedure was completed without report of injury and the product was returned for analysis. One non sterile cypher select + (B)(4) 2.5 x 23 mm stent delivery system was received coiled inside two plastic bags. One bent and kink were observed at 18 cm and 37.6 cm from distal end, respectively; this condition on the shaft could be related to the way the unit was sent for the analysis. The balloon showed that it had not been inflated, blood residues were observed. The stent was not received. During microscopic analysis marks of crimping and bumping were observed in the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis, stent dislodgement, tracking difficulty and strut up-lift are known potential adverse events associated with implanting coronary artery stents. Without knowing the vessel/lesion characteristics or the patient's medical history it is not possible to determine what factors may have contributed to the restenosis. The reported tracking difficulty and strut uplift proximal failures were not confirmed. Tracking difficulty is a common occurrence when attempting to deliver a stent through an in-stent restenosed lesion. Review of the information provided and the failure analysis suggests that the strut up-lift and dislodgment are procedurally related. There is no indication that there is a design or manufacturing related issue therefore no corrective action is needed.